Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06r87-22 that has a similar product distributed in the us, list number 06r87-20.

Event description:
The customer reported false positive architect sars-cov-2 igm results for 3 healthcare workers. The following data was provided on (B)(6) 2020 (reference range: < 1.00 s/c = negative, >/= 1.00 s/c = positive): patient 1: (B)(6) 2020 = cov-2 igm = 2.11 s/c (positive); cov-2 igg = 0.02 s/c (cutoff = < 1.4 s/c = negative); on (B)(6) 2020 = cov-2 igm = 1.81 s/c (positive); on (B)(6) 2020 = cov-2 igm = 2.14 s/c (positive). Patient 2: (B)(6) 2020 = cov-2 igm = 3.65 s/c (positive); cov-2 igg = 0.04 s/c (negative). On (B)(6) 2020 = cov-2 igm = 3.07 s/c (positive); on (B)(6) 2020 = cov-2 igm = 3.14 s/c (positive); (B)(6) 2020 = cov-2 igm = 3.43 s/c (positive). Patient 3: (B)(6) 2020 = cov-2 igm = 5.39 s/c (positive); cov-2 igg = 0.04 s/c (negative). On (B)(6) 2020 = cov-2 igm = 5.02, 4.97 s/c (positive); (B)(6) 2020 = cov-2 igm = 5.37 s/c (positive); (B)(6) 2020 = cov-2 igm = 5.14 s/c (positive); (B)(6) 2020 = cov-2 igm = 5.82 s/c (positive); (B)(6) 2020 = cov-2 igm = 5.69 s/c (positive). All patients tested negative for pcr. The customer uses a diagnostic algorithm in the lab: igg and igm are tested and if one of the assays is positive, molecular testing is performed. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false positive architect sars-cov-2 igm results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Device history record review on lot 21404fn00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Specificity testing was completed using an in-house retained kit of lot 21404fn00 stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Testing performed for the three returned patient samples returned positive igm results which aligned with the customers observation (sid 1 = 2.21 index, sid 2 = 3.77 index and sid 3 = 5.44 index). The three samples returned negative results on the igg and igg ii quant assays. In this case, positive igm results were obtained for the returned patient samples aligning with the customers observation. In addition, pcr was negative after the igm returned positive results and no information provided in relation to date of symptom onset. Per the clinical performance section of the package insert, a study was performed to estimate the negative percent agreement (npa), 2965 serum and plasma specimens from subjects assumed to be negative for sars-cov-2 were tested using the sars-cov-2 igm assay. All of the specimens were collected prior to september 2019 (pre-covid-19 outbreak). The npa is 99.56% (95% ci: 99.25, 99.74), therefore there is a potential for false positive results to occur. Per product labeling, the host immune system reacts to the infection by sars-cov-2 by producing specific antibodies. These antibodies have been reported to appear in serum or plasma of infected individuals after the detection of viral ribonucleic acid (rna) in swabs and a few days to 2 weeks after the onset of symptoms. Specific igm antibodies to sars-cov-2 may be detectable in covid-19 patients during the symptomatic phase of the disease after rna is no longer detectable. At this time, duration and strength of the igm antibody response continue to be characterized; the kinetics of this response are unknown. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation, no systemic issue or deficiency was identified for the architect sars-cov-2 igm reagent lot 21404fn00.